Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "loss of iop control" (infusion or flow issue). The surgeon reported that in order to manually inject gas into the pt's eye, one of the tubing was removed from the three way stopcock. The surgeon was injecting the gas when the eye became soft. The surgeon noted the pressure could be reduced, but it could not be controlled. The surgeon commented the pt was diabetic and a soft eye could have led to damage of the blood vessels. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4)